Event description:
Secure strap was not applying tacks. A new secure strap had to be opened to complete the procedure. Product had patient contact but no patient harm. Manufacturer response for secure strap, (brand not provided) (per site reporter). Rep will pick up the product for evaluation.